Event description:
The customer reported vertical column problem happen during a case. The case was completed. No pt was injured.

Manufacturer narrative:
The service rep inspected the unit. The vertical lift intermittently does not work. The service rep troubleshoot, system requires new ps3 pwr supply. He removed the faulty ps3 pwr supply and installed new ps3 power supply. Verified proper operation of vertical lift. System operates as intended.